Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred immediately after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive for the presence of blood. The blood was visually noted in the hansen line. Fresenius combi set bloodlines were being utilized for the treatment. No damage was identified on the dialyzer prior to use. Per fa the patient¿s blood was not returned and the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional indormation: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred immediately after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used and tested positive for the presence of blood. The blood was visually noted in the hansen line. Fresenius combi set bloodlines were being utilized for the treatment. No damage was identified on the dialyzer prior to use. Per fa the patient¿s blood was not returned and the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.